Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon - stuck in me [foreign body in reproductive tract]. Tampon with broke string [device breakage]. Consumer reported via social media that tampon had a broken string. No serious injury reported.